Event description:
During the procedure, the guidewire was inserted in the patient and the introducer was placed in the left atrium. When the guidewire and the dilator were removed, blood was seen leaking out from the hemostasis valve. The device was replaced and the procedure was completed with no adverse consequences to the patient.